Event description:
An implantable collamer lens was implanted into the patient's right eye (od). Reportedly, "in 2020, I received visian icl surgery in both my eyes. Two years later at 30 years old, I am needing them removed and cataract surgery to treat cataracts in both my eyes. My surgeon said that the cataracts were caused by a buildup of fluid between the icl lens and my natural lens due to a 'kink' in the lens," and "it's getting hard to see."

Manufacturer narrative:
Reported through medwatch. No follow ups can be performed as the patient elected to not be identified and contact information was omitted from the report. Claim# (B)(4).

Manufacturer narrative:
B1: corrected to: product problem (e.g., defects/malfunctions) in the initial MDR. B2: required intervention to prevent impairment/ damage should be removed from the initial MDR. Claim#: (B)(4).